Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. E1: reporter name: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported the implant from tooth site #46 fractured at the collar. Implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative. Upon investigation on oct 20th, 2025, the returned implant was identified as a third party implant, not from zimvie dental. As a result, the prior submission for MFR-0001038806-2025-02392 submitted on oct 10, 2025 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.